Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone18.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized and admitted to the intensive care unit (ICU) on (B)(6) 2026 due to severe hyperglycemia and was diagnosed with diabetic ketoacidosis (dka) without coma. The patients¿ blood levels rose to 500 mg/dl. The patient¿s reported symptoms included hyperglycemia, vomiting, and weakness. Treatment during hospitalization included intravenous (IV) fluids and insulin. The pod was removed and discarded during hospitalization. The patient was discharged on (B)(6) 2026.